Event description:
The tech alleged the side rail is stuck in the lowered position and will not raise. No pt impact.

Manufacturer narrative:
The tech found the cause to be a bent side rail slide bracket. The tech replaced the side rail slide bracket to resolve the issue.